Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery and unexpected restart. Troubleshooting for the unexpected restart was performed. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that there was no temp basal programmed prior to the unexpected restart alarm. The customer reported that insulin pump was not stored or not in used for an extended period of time and the battery was only out for a few minutes. The customer was given an explanation of the unexpected restart and was advised to monitor the insulin pump. The customer also stated that they received a weak battery alert during a battery change. There was no indication of the troubleshooting resolving the unexpected restart, low battery alarm and weak battery alert. The insulin pump will not be returned for analysis.